Event description:
It was reported by the user that the pump worked for three hours before a catheter leak was noticed. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.